Event description:
It was reported that during a laparoscopic miles resection, an error 5 was displayed during cutting the tissue. When the distal end of the device was checked, the blade was broken off. The broken blade was retrieved. The device was used for the rectum. Another device was used to complete the case. There were no adverse consequences to the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.should the information be provided later, a supplemental medwatch will be sent.